Event description:
It was reported that the system 9800, upon initialization, displays a black image and then ramps to maximum output. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the image intensifier circuit board was defective, providing no image causing the output to ramp up in attempt to find an image. The circuit board was replaced, and the system was tested, and found to be working as intended and placed back into service.